Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed the valve holder was received attached to the valve with one suture tip exposed. The valve holder was received loosely attached to the valve with one suture tips inside the back of the stent post cloth and two suture tips exposed. Valve holder: the valve holder appeared intact; there was no evidence of damage on the valve holder. A model 7639 valve handle was rotated clockwise into the threaded opening of the holder; no anomalies were noted. The valve holder was removed from the valve for further observations. 1.3 rotor and sutures: the rotor was removed from the holder for further observation. The sutures around the rotor were curled suggestive of sutures wound during cinching of the valve. Under magnification, all tips of the sutures were broken rather than cut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that before use of this 29mm mitral bioprosthetic valve, it was replaced with a product of a different manufacturer. The reason for the replacement was reported as the experienced nurse was preparing the valve, it was noticed that the cinch suture "snapped from the bottom up". No patient involvement was reported.